Event description:
It was reported that the touchscreen was less responsive. There was no reported impact on the customer¿s blood glucose level. Follow-up was declined, no further action was required, and there was no additional information regarding the outcome of the event.